Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: (08/04/2016).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bladder infections, bleeding, bowel problems, urinary leakage, and incontinence.

Event description:
It was reported that following insertion the patient experienced bladder infections, bleeding, bowel problems, urinary leakage, and incontinence.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that due to complications the patient underwent sling removal on (B)(6) 2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence & pelvic organ prolapse on (B)(6) 2009 and mesh was implanted into the patient. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.